Manufacturer narrative:
H6: investigation summary a failure for results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were not receiving reliable results from the instrument. Further information on the specific bugs or panels involved was not provided. A bd field service engineer (fse) was dispatched to investigate. The fse worked with the customer to review their workflow, determining that this was the root cause of the failures. Recommendations were made, including that the customer should obtain more equipment (extra nephelometer, pipettes) and that the lighting in the laboratory area was not sufficient. It was observed that colony counts were not being taken, and there was not a standard process for vortexing samples. Upon following these recommendations, the customer reported satisfactory results. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases related to this failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the user mentions that the results are not reliable, one day a microorganism appears and the next day another one appears."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the user mentions that the results are not reliable, one day a microorganism appears and the next day another one appears."